Event description:
The reporter stated that after the product was on the patient for 3 days, the filter apparently cracked while infusing ativan and the ativan leaked out and pooled. The patient was given a bolus of ativan and is doing fine at this time.